Event description:
It was reported that two episodes were seen from the device showing electromagnetic interference (emi). The source of the emi is unknown. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 419588 lead implanted: (B)(6) 2011, 694965 lead implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.